Event description:
It was reported the customer's b button was not sensitive. It was also reported the customer's blood glucose was normal. No additional information provided.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.